Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with the reported failure.

Event description:
User received lower ck results compared to results obtained from their cobas 6000 analyzer during an instrument correlation study. Five patient samples were used to perform the correlation study of which only the following patient sample was discrepant. Initial result from integra 800 gave 34 compared to 46 u/l from the cobas 6000 analyzer. User said none of the integra results were reported out. Patients not adversely affected. Customer loaded a new lot of ck reagent on board the analyzer which then generated ck results comparable to the ck results from the cobas 6000. Customer indicated the issue was resolved with the new lot of ck reagent.

Manufacturer narrative:
There is a known off set of around 10 u/l between the two methods which contributes to the bias. The bias observed by the customer when comparing ck on the i800 and c501 analyzers is most significant in the low end of the normal range of the assay and is not clinically significant.